Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endoscope involved with this complaint and completed the device evaluation. Failure analysis (fa) did not confirm the customer reported complaint. There was no error found. Image was good in both eyes. There was a scope bearing friction issue and there was discoloration of the housing. Fa also found the connector light guide ferrule or had mechanical damage. Furthermore, there was cable integrity (visual damage) at zone b.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia the picture was yellow and when the surgeon rotated the 30-degree endoscope plus to look up, it would not stay rotated. The endoscope just flopped back around and the message on the monitor said image quality may be degraded, contact customer service. The procedure was completed with no reported injury.